Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the infusion set tubing after delivering 26 units of insulin. The customer reported a blood glucose level of 79 (mg/dl). During troubleshooting with tandem technical support, the customer was instructed to ensure that the luer lock was secure. The customer noticed the luer lock was crooked and insulin was leaking. The luer lock was unscrewed, straightened and properly secured. The customer then was able to repeat the fill tubing process and observe insulin.